Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. The operating currents are within specification .no low battery alarms noted. The insulin pump has cracked case at the display window corners, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer stated that she had kept the insulin pump in her bra. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.